Event description:
Customer's family member called to report that customer died in 2003. Family member insisted that cause of death was "self-inflicted." Customer was wearing the pump at the time of death. Family member stated that the pump is currently packed in a box.